Manufacturer narrative:
An additional lot number was reported (lot #m019765). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced resistance when filling multiple cartridge. The user successfully filled a new cartridge after the needle was changed. There was no impact to the user's blood glucose level.